Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Unit received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. No unexpected excessive no delivery alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 573 mg/dl. The insulin pump alarmed motor error while rewinding the insulin pump. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.